Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing bench handling, charge/discharge stress testing and battery measurement testing without duplicating the report. The device was recertified and returned to the customer. The battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.